Event description:
Additional information received reported the patient was continuing therapy with the drugs fentanyl and prialt. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
It was reported the patient overdosed. It was reported the wrong drugs were put in the patient's pump at her last refill session. The health care professional (hcp) was removing and refilling the entire system with the correct prescription. No additional details were given about the overdose. The device system was used to deliver prialt and dilaudid but was switched back to prialt and fentanyl. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: patient symptoms were reported as 'foaming at the mouth'. The patient was taken to the hospital and was awake and responsive when brought to the pain clinic at a later time. It was unknown how long the patient was at the hospital and what form of care may have been given. The pain clinic was shown how to remove solution from the entire system. The plan was to restart the patient on the correct drugs and dose the next day.